Event description:
A diabetes doctor reported that the unit of measurement stored on a customer's freestyle flash glucose meter changed. The customer experienced hypoglycemia several times after mistreating based on the incorrect readings. There are no further details available at this time. Further information has been requested from the customer.

Manufacturer narrative:
The meter has been requested for investigation. A follow up report will be submitted if the meter is received.